Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient detail was not populated on the station. A technical support specialist confirmed that the customer can access patient details on third party software, but not at the station. The customer confirmed that the patient has discharged. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system patient details not crossing over, causing a delay in patient care. Due to this malfunction, customer reported that they were unable to access the medications. There were no adverse events or injuries reported based on this event.